Event description:
Cautery pencil self activated. The pencil and plate were unplugged and also the machine was turned off. The machine was turned back on. The pencil and plate were plugged in. The pencil was laying under the pt's arm and activated and burned an area 1-1.5 cm x 3mm. Another pencil was then used without an incident. The burn was closed with suture and silvadene cream applied.